Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Aditional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that patient had an infection. The physician believed that the infection was not device related and the cause was due to patients bathing three days postoperatively. The patient was prescribed antibiotics. All components were explanted and will not be returned. No further information has been obtained despite good faith efforts.